Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having problems with his insulin pump and the battery dying. Customer's blood glucose was 119 mg/dl. Second time the callers had called in regards to low battery. Replacement battery cap did not resolve the issue. Battery did not last more than a week. Customer was advised the device would need to be replaced. No further information reported.

Manufacturer narrative:
The insulin pump power up properly after the battery installed. The device was received with operating currents within spec. No unexpected low battery alarms noted. The low reservoir alarm feature worked properly. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and missing end cap sticker.